Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the during generator replacement surgery on (B)(6) 2014, the vns patient¿s replacement generator was tested with the existing lead and diagnostic results showed high impedance (impedance value ¿ 6566 ohms); however, a high impedance message did not appear. During a follow-up appointment following surgery, the patient¿s device showed the high impedance message. It was determined that the high impedance warning did not appear in the or because the surgeon was using an outdated version of the programming software. The surgeon stated that the explanted generator was not tested prior to surgery reportedly due to eos and the lead pin appeared ¿little¿ when it was inserted into the generator header. It was noted that the patient was wheelchair bound and trauma is not believed to have caused or contributed to the reported high impedance. Review of the as-received internal device data for the explanted generator showed that high impedance was not observed prior to surgery. X-rays dated (B)(6) 2014 were provided to the manufacturer for further review. The generator appears in the left chest in a normal placement. The filter feed-through wires appear to be intact. With the images provided, it cannot be determined whether the lead connector pin was fully inserted into the generator connector block. Part of the lead was behind the generator and could not be assessed. No clear lead breaks or sharp angles were found in the parts of the lead that could be assessed. Based on the images provided, the cause of the high lead impedance remains unknown. No known surgical interventions for the reported high impedance have occurred to date.